Manufacturer narrative:
Citation: anderson jh, mcelhinney db, aboulhosn j, et al. Management and outcomes of transvenous pacing leads in patients undergoing transcatheter tricuspid valve replacement. Jacc cardiovasc interv. 2020;13(17):2012-2020. Doi:10.1016/j.jcin.2020.04.054 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the management of transvenous pacing leads in patients undergoing transcatheter tricuspid valve replacement (ttvr). The study population consisted of 329 patients who underwent ttvr with either a medtronic melody (n = 141) or a non-medtronic sapien (n = 188) valve type. The population was divided into three cohorts based on the presence of a pacing system for comparison: no system (n = 201), epicardial system (n = 70), and transvenous system (n = 58). Ultimately, the authors found no significant difference in the cumulative incidences of ttvr adverse outcomes between patients with or without a pacing system. Adverse outcomes that occurred: valve malposition or embolization, tricuspid regurgitation (mild to severe), paravalvular leak (mild to severe), tricuspid stenosis, thrombus, valve failure/dysfunction (moderate-severe regurgitation or high gradient), and tv reintervention (surgical or transcatheter). Deaths occurred during follow-up, however, the authors found that overall mortality was unrelated to the ttvr procedure. Further, no evidence was presented to suggest a causal relationship between medtronic product and the deaths.